Manufacturer narrative:
Investigation is ongoing. The status of the device is unknown.

Event description:
As reported by field clinical specialist, the implant of 26mm sapien 3 ultra (s3u) was successful with no documented pvl, with the valve placed 90/10 aortic/ventricular. Seven months post procedure, the patient presented at follow up with sob and hemolysis. Echo and cath showed moderate pvl. The decision was made by heart team to remove the s3u valve and do surgical replacement. No further info is known on the surgical replacement. The thv valve appeared to have migrated a few mm ventricularly most likely due to it being undersized, however it is not 100% clear to the team why it happened.

Event description:
As reported by field clinical specialist, the implant of 26mm sapien 3 ultra (s3u) was successful with no documented pvl, with the valve placed 90/10 aortic/ventricular. Seven months post procedure, the patient presented at follow up with sob and hemolysis. Echo and cath showed moderate pvl. The decision was made by heart team to remove the s3u valve and do surgical replacement. No further info is known on the surgical replacement. The thv valve appeared to have migrated a few mm ventricularly most likely due to it being undersized, however it is not 100% clear to the team why it happened.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The valve remains implanted. As no valve was returned, no functional testing, dimensional testing or visual inspection could be performed. No imagery was returned. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Commander delivery system with s3/s3u IFU and procedural training manuals were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The pvl and migration were unable to be confirmed due to unavailability of relevant imagery and returned device. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported,'' seven months post procedure, the patient presented at follow up with sob and hemolysis. Echo and cath showed moderate pvl'', and ''the thv valve appeared to have migrated a few mm ventricularly most likely due to it being undersized; however it is not 100% clear to the team why it happened''. In this case, if the deployed valve was migrated due to undersized valve, the shifting of valve can compromise the seal provided by the pvl skirt resulting in the paravalvular leak as reported. As such, available information suggests that procedural factors (incorrect valve size selection) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.